Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. They confirmed customer complaint, "plastic fell into gantry". Were able to remove all plastic pieces from gantry. Inspected system to ensure no possible damage. Tests performed per asm. Codes b01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside procedure. It was reported that a piece of plastic fell into the gantry. There was no patient involved.